Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer. Customer verified the medication information from electronic privacy information center (epic) and confirmed that the medication identity was active in the pyxis facility formulary, despite multiple attempts to link the medication, the system continued reverting to an incorrect medication identity, reconfigured the medication identity again and was ultimately able to correct the mapping, with the updated medication identity successfully retaining as of the previous evening and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server linked medication barcode was not showing up correctly on station level. The customer mentioned that it may lead to wrong medication administration to the patient. However, there were no delays, adverse events or injuries reported based on this event.